Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the left side radicular pain is user error; improper implant size selection, using implants that were too long, possibly exacerbated by poor imaging of the left si joint. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (second): ifuse implant, p/n 7050-90, lot# 493625, mfd. 03/25/16, exp. 2021-03-25, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493597, mfd. 01/13/16, exp. 2021-01-13, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2017 where three implants were placed on each side. Intraoperative imaging on the left side was poor. The patient's si joint pain resolved for six months before a recurrence of si joint and radicular pain on the left side only. The surgeon determined via neuromonitoring that the left side middle and inferior positioned implants had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the middle and inferior positioned implants using chisels and added two new shorter implants of the same type to the si joint. The surgeon did not indicate that the initial implants were loose. The patient's recurrent si joint pain complaints resolved, and their radicular pain complaints have lessened.